Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. The sample has just been received and is currently under evaluation.

Event description:
It was reported that on removal from the pt via a 5f sheath, the balloon was partly inside the sheath and approximately half a centimeter from the balloon, the catheter had broken.